Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level subsequently increased to display as "high"; however, specific value was not provided. Insulin was administered via a manual injection to address bg. The customer was educated on battery best practices, acknowledging the information, and continued to use the pump for insulin therapy.